Manufacturer narrative:
Device evaluation: two (2) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. Photo one shows a packaging label for a cadd administration set with information matching the reported lot and item number. The device is not visible in this photo. Photo two shows a notebook log with the label "pump malfunctioning" the log shows entries from may to july 2023 for multiple pump numbers; on the column "(ml) in bag" the numbers range from 0 to 14ml. The reported failure mode, delivery accuracy, could not be confirmed. As no product sample was received, visual and functional testing could not be performed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information:(B)(6) clinical manager, (B)(6).treatment center(B)(6) oregon, (B)(6). B3: day unknown.

Event description:
It was reported that under-delivery occurred during use of the device. Per reporter the customer indicated that it was assured the tubing was placed so that it would not kink in the pouch the patient used. It is unknown if there were any adverse effects.